Event description:
Per the clinic, the patient experienced skin thinning resulting in skin breakdown as a small hole was formed near the incision site, exposing part of the receiver/stimulator. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2024 in order to perform a skin flap revision surgery. The implanted device remains.